Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/15/2019.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported the touch screen was out of the correct place where it was touched. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date received by manufacturer: 13dec2019. Report date: 17dec2019. A touchscreen was return for analysis. An investigation was performed and the product analysis technician reported that the root cause was due to the touchscreen not in specification, resistance are out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.